Manufacturer narrative:
H.6. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found producing erroneous results. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbiage received, - "problems with results based on both the coag (citrate) recall and the microtainer recall. Same as question one but only cited the citrate recall."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found producing erroneous results. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbiage received, "problems with results based on both the coag (citrate) recall and the microtainer recall. Same as question one but only cited the citrate recall."